Event description:
A customer contacted baxter (B)(4) regarding a leak from a transfer set. The home patient (hp) stated that the transfer set was leaking when they did the day exchange and the transfer set was still leaking. The technical service representative (tsr) had the caregiver (cg) close the clamps and cycle the power. The tsr assisted with ending the therapy and getting the set out. The tsr asked the cg if the transfer set was leaking. The cg stated no, because she closed the transfer set. The tsr explained if the transfer set is open it will leak. The tsr recommended the hp contact their nurse about the transfer set leak. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed and the root cause was determined to be due to a use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.